Manufacturer narrative:
The returned pad was found to meet specification except for the lack of gel. The instruction for use states that after peeling the liner of the pad: "lightly touch the pads' surfaces to verify adequate gel moisture." If the instructions had been followed, that lack of gel would have been immediately deteced before application to the pt.

Event description:
The customer reported that during a 12 minute radio frequency ablation procedure at a maximum of 100w, the pt claimed that something was wrong with the pad site, but the procedure was continued. Then , upon completion of the procedure, a 5cm x 5cm, 2nd or 3rd degree burn was found on the pt's right thigh. Examination of the pad found there was no gel attached. The hospital reported that a nurse removed a cover of the pad incorrectly and did not notice that all the gel was removed at the time. The pt was treated with ointment.